Manufacturer narrative:
Additional information received on 21 apr 2014:the coil did not have any non-detachment problems. The only problem with the coil was that it could not form a basket during deployment inside the aneurysm.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported that the implant coil would not form a basket despite repositioning four times and could not be detached. The coil was removed from the patient and another coil was used to complete the procedure. No patient injury was reported as a result of the procedure.